Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen on their device had grown dim. The dimness of the display combined with scratches to the screen made it difficult for the reporter to read it. This complaint is being reported because it was not resolved during troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/19/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.